Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer reported via phone call, the insulin pump had two power failures on the same cartridge. Customer stated the device had 0 units, he removed the reservoir, rewound and in the morning it did the same thing. Customer stated the device made him rewind without reason. Troubleshooting for no battery failed alarm was performed. Customer's blood glucose was 12 mmol/l. Customer inserted a new battery and the alarm didn't reoccur. Self -test was performed on the device and it passed. Customer was advised to monitor the device. The device is not returning for analysis.